Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that they constantly feel like they need to void very badly but when they get to the restroom to void, nothing comes out. They were advised to contact her the healthcare provider (hcp) about this issue.